Manufacturer narrative:
(B)(4). The lead is still implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory detailed analysis indicated that the allegation against the lead could not be confirmed as the lead passed all testing.

Event description:
Boston scientific received information that the patient reportedly stated that a lead issue was being experienced. Attempts to obtain additional information was performed, but were unsuccessful. This lead remains in service. No adverse patient effects were reported.